Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an implant procedure the lead had difficulty advancing. The lead was described as sticky even after applying a saline solution. The lead was removed and replaced. The patient was doing fine before, during, and after the procedure.

Manufacturer narrative:
Visual inspection and x-ray examination did not find any anomalies on the lead body except for procedural damage. A stylet could not be fully inserted into the lead due to blood clogging the inner coil. The cause of the reported event was isolated to the clogged inner coil. The lead was otherwise normal.

Event description:
New information received notes that the physician had difficulty in advancing the guidewire into the lead.